Event description:
The customer stated that erroneous low mean corpuscular hemoglobin concentration (mchc) results were generated from coulter hmx hematology analyzer with autoloader and reported out of the laboratory for 2 patient samples. The samples were rerun on an alternate lh750 analyzer and corrected reports were issued. There was no change to patient treatment in connection with this event. The customer submitted laboratory information system (lis) printouts for the erroneous results for the two patients but corrected results for only one patient was provided by the customer. Review of the data for patient #1 indicates discrepant low white blood cell (wbc), hemoglobin (hgb), mean corpuscular hemoglobin (mch), mean corpuscular hemoglobin concentration (mchc) and high red blood cell (rbc), hematocrit (hct) and platelet (plt) results compared to the correct lh750 results. Beckman coulter field service engineer (fse) observed inconsistent mixing at the red blood cell (rbc) count chamber. The fse replaced the mix solenoid and its function was verified by observation. The fse then ran latron, 5c controls, reproducibility and performed a mode to mode comparison. Test results were within specifications and repairs were verified per established procedures. Failure mode was determined to be mix solenoid, which caused inconsistent sample mixing at the rbc count chamber.